Event description:
Contact reported that a screw had backed out from the cervical plate. This resulted in a revision being performed. As surgical intervention occurred an MDR is being filed to document this event.

Manufacturer narrative:
Product was not returned for evaluation. No conclusions can be made at this time. The process of screw fixation is technique sensitive and care must be taken to ensure that the screws are properly angled and fully tightened.